Event description:
A patient sent a letter to report that she is unable to see from her left eye following intraocular lens implant surgery. She states, she has pain in the eye, bad headaches and high blood pressure. She feels this is due to the implant. The implanting surgeon was contacted by phone. He indicated, the surgery went without complication and the patient had an excellent outcome. The implanting surgeon filled out a questionnaire that supports the information he provided by phone. The patient had an excellent outcome with no unanticipated medical or surgical intervention required. The surgeon does not feel the patient's reported issues are related to the intraocular lens.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other lens complaints received for this lot number.